Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia adapter and one idrive ultra powered handle. No visual or functional abnormalities were observed for the idrive handle. Visual evaluation of the adapter detected three cracked solder joints and a bowed switch. Inconsistent reload recognition can be caused by a malfunctioning switch. The cracked solder joints and bowed switch were concluded to be the most likely root cause of the reported condition. A product enhancement has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a vats lobectomy the handle does not recognize loading unit after connection. The 3rd led did not blink; and it was difficult to close the loading unit. Handle takes several attempts to recognize and connect to loading unit . A new connecting and calibrating adapter and handle worked correctly and firing was possible. There was no patient injury or extension of incision. The surgery time was not extended for more than 30 minutes there was no unanticipated blood loss. There was no tissue damage or loss. There was no change of procedure laparoscopy to open surgery. No device fragment fell into the patient¿s cavity. There was no reinforcement material used.